Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 480mg/dl. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and passed. The customer's most recent glucose reading was 207mg/dl, and she has treated with the insulin pump. Instructed the caller to call back when the tubing clamp arrives to perform the high pressure test. Advised that the customer should change the entire infusion set, site, and reservoir. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.